Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 325 mg/dl while wearing the pod between 1 and 4 hours. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the pod to deploy. Data download showed that the pod ran zero pulses and entered pod state 14, meaning the pod timed out waiting for input from the pdm. The device deployed with no issue during the investigation upon manual rotation of the ratchet gear.